Event description:
Had 3 bare-metal stents placed on (B)(6) 2015 because drug eluting stents weren't available in 5mm. Started on brillanta twice daily, had significant bruising throughout use, but bruising ceased late (B)(6) without other prior warning, on (B)(6) 2015 two of the stents became 100% occluded, experienced chest pain and admitted with nstemi. Two new stents were placed and switched to a new anticoagulant. Believe the brillanta was no longer effective. Dose or amount: brillanta 1 pill. Frequency: twice daily. Route: taken by mouth. Dates of use: (B)(6) 2015 - (B)(6) 2015. Diagnosis or reason for use: anticoagulant due to stents.